Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, a polyp was removed from the cecum. Bleeding was noticed at the site so a hemostatic resolution clip device was used. The clip deployed on tissue. However, the clip was difficult to release from the catheter. It was reported that there was no tissue damage due to the event. There was no visible damage to the device and the packaging prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.